Event description:
Additional information reported that the patient had severe cramps and after turning down the device to 0.5, they had no cramps.

Event description:
Additional information reported the cramps from the prolapse were device related and the device was now turned off until it was determined when it was needed.

Manufacturer narrative:
(B)(4).

Event description:
The patient reported she was diagnosed last year with a pelvic floor prolapse. She was trying to build it back up so she could hold the mesh. Her muscle and tissue was very, very weak. Her healthcare provider (hcp) had her on estrus and kept checking every 2 months to see if it was strong enough. The hcp had reported that it was not bleeding at the time, and the patient was going back on (B)(6) 2016. She had a rectocele about 3 years ago and that was fine at the time of this report, but last summer she was getting cramps again and thought she had pulled something and now had the pelvic floor prolapse at the time of this report. Relevant medical history included urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Follow-up was performed to determine what actions were taken to address the event and if it was resolved.